Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Visual inspection revealed no damages. The handle was extended and retracted, and the needle/tines could be activated without any problems. An electrical evaluation was performed by measuring the continuity, the electrode was able to conduct current indicating proper connectivity. The resistance test result was within specification.

Event description:
It was reported that insufficient roll off occurred. A 3.5/15/15 leveen coaccess was selected for a radio frequency ablation procedure to treat renal cell carcinoma. A 15 minute burn was performed ending at 180w per the protocol. The machine was restarted and burned again for another 15 minutes. No impedance was seen during both of these burns. In fact, it appeared as if the impedance was decreasing throughout the burn. All connections were checked and the cord felt warm as well as its connection to the needle. Once the machine reset at 15 minutes after the second burn, the physician wanted to scan to make sure a burn was created. Gas was seen on imaging so the physician thought a burn was created. The machine was started for a third burn at 180w. After 5 more minutes, and still no impedance, the needle was swapped out with another of the same device, keeping the original trocar. The burn was started again at 180w and within 7 minutes roll-off was reached. A final scan was completed, and the physician was satisfied with the burn. There were no patient complications.

Event description:
It was reported that insufficient roll off occurred. A 3.5/15/15 leveen coaccess was selected for a radio frequency ablation procedure to treat renal cell carcinoma. A 15 minute burn was performed ending at 180w per the protocol. The machine was restarted and burned again for another 15 minutes. No impedance was seen during both of these burns. In fact, it appeared as if the impedance was decreasing throughout the burn. All connections were checked and the cord felt warm as well as its connection to the needle. Once the machine reset at 15 minutes after the second burn, the physician wanted to scan to make sure a burn was created. Gas was seen on imaging so the physician thought a burn was created. The machine was started for a third burn at 180w. After 5 more minutes, and still no impedance, the needle was swapped out with another of the same device, keeping the original trocar. The burn was started again at 180w and within 7 minutes roll-off was reached. A final scan was completed, and the physician was satisfied with the burn. There were no patient complications.